Manufacturer narrative:
It was found that the customer's centrifugation time is 6 minutes, which may be too short. The field service engineer (fse) performed ise cleaning and maintenance and solenoid valve tubing maintenance. The fse performed ise conditioning and an ise check successfully. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 140 mmol/l. The repeat result was 146 mmol/l. The initial result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.